Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with noise episodes as non-sustained right ventricular oversensing. The noise was not reproducible in clinic. Programming changes were made. The patient will be monitored.